Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states she feels well and does not require any medical attention at this time. The customer's expected blood results are 125-189mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips were first opened (B)(6) 2015 and have been stored properly. Customer performed a back to back blood test 109mg/dl and 99mg/dl not fasting. Reviewed meter memory; 1:58mg/dl (B)(6) 2015 04:42:00 pm fasting:yes. 2:93mg/dl (B)(6) 2015 08:04:00 am fasting:yes. 3:96mg/dl (B)(6) 2015 02:22:00 pm fasting:no. 4:78mg/dl (B)(6) 2015 06:02:00 pm fasting:no. 5:76mg/dl (B)(6) 2015 08:34:00 pm fasting:no. Customers concern:58mg/dl (B)(6) 2015 4:42pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states she feels well and does not require any medical attention at this time. The customer's expected blood results are 125-189mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips were first opened 09/05/2015 and have been stored properly. Customer performed a back to back blood test 109mg/dl and 99mg/dl not fasting. Reviewed meter memory;(B)(6). Customers concern:58mg/dl (B)(6) 2015 4:42pm. No adverse event reported.